Event description:
It was reported that insulin leaked from the infusion set connection during a supply change after the user rewound the pump and attached the luer connector outside the ilet, with air observed in the tubing, consistent with a connector or tubing attachment issue. Symptoms included elevated blood glucose at 182 mg/dl. Outcomes included the need for supply replacement and user troubleshooting without alerts or alarms and without medical intervention. Investigation included customer interview and troubleshooting and education. Investigation of this case revealed user technique issues related to improper tubing-to-luer connection leading to leakage and air in line. It was concluded that the event was attributable to user handling and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.